Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information received indicated that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed.

Manufacturer narrative:
(B)(4). Fox plus pta catheter (part/lot # unk) is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified femoral artery after a carotid stenting procedure. Reportedly, after closing the target groin, the patient lost leg pulse. An ultrasound revealed the suture went through posterior plaque and captured the back wall. A balloon dilatation was performed using a fox plus balloon catheter and during inflation; the suture was pulled out causing a dissection. An absolute stent was used to successfully treat the dissection. There was no adverse patient sequela. Though requested, no additional information was provided.